Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned share direct receiver (part number stk-dr-pnk/(B)(4)lot number 5197974) was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed on the device and no failures related to the customer complaint were found. The device was determined to be working within the required specifications without malfunction. Therefore, the complaint of intermittent out of range could not be confirmed, and a definitive root cause could not be determined. The receiver (B)(4) that was used with the complaint device was also returned for evaluation on (B)(6) 2015. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient contacted dexcom technical support on (b)(6 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.